Event description:
Boston scientific received info that this right ventricular lead was explanted after approx six months due to a repair/upgrade. There was no evidence that the device had been replaced. It was unknown if there was a product performance issue with the lead. No adverse pt effects were reported. Add'l info has been requested. However, at this time, there is no further info available. If add'l info becomes available, this report will be updated. The date of explant was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed regular device manufacturing.